Event description:
It was reported that the patient was experiencing discomfort at the ipg site and felt that the ipg had migrated. The patient underwent an ipg replacement procedure wherein a non rechargeable ipg was implanted. The patient was doing well post-operatively and the explanted ipg will not be returned.